Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 04/27/2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient had a missed low because the receiver did not beep. The patient's mother found the patient unresponsive and checked his blood sugar. The patient was at 32 mg/dl. The patient's mother administered glucagon and called their area's concierge doctor. The patient became responsive again when the doctor arrived and the doctor just checked on the patient and made sure he was stable before leaving. Additionally, the patient tested the receiver's audio function and it did not beep. At the time of contact, the patient was fine. No further event or patient information is available.